Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Company representative reported capsular contracture on right side. Baker grade is unknown. It is unknown whether or not the device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Additional, changed, and/or corrected data: a2, a4, b5, d1, d2, d4, d6a, g4, h4, h6.

Event description:
Healthcare professional reported right side capsular contracture baker grade iii. Device remain implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is a medical event that is not related to the device. Additional observations: crease fold is observed. White particles are observed. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported right side capsular contracture, baker grade - iii". The device has been explanted and replaced.

Event description:
Device has been explanted.